Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 480 mg/dl, and felt ill. Reportedly, the cause was the customer used apidra insulin, which is not labeled for use with the pump. Tandem technical support informed the customer that than only u-100 humalog or u-100 novolog are approved for use. The customer was instructed to consult with their healthcare provider regarding bg level.